Event description:
A consumer reported experiencing a corneal ulcer after wearing focus night & day lenses on an extended wear basis for 2 weeks. Unspecified medication was used for one week, after which daily wear lens wear was resumed. Attempt was made to obtain additional information, however no further information is available.